Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer went to emergency room due to high blood glucose on (B)(6) 2018 with blood glucose of 400 mg/dl. The customer was treated fluid and customer's blood glucose at time of hospitalization was 353mg/dl. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Device passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with faded serial number label. Device received with scratched display window cover, case and keypad overlay. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).